Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose of 36 mg/dl. Troubleshooting with customer technical support could not be completed and the patient could not be reached for follow up information. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.